Manufacturer narrative:
One opened 10k probe was received in a bag for the report of tip coming off, pulled the trocar out. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off at the stiffener. Functional testing, disassembly and wear evaluations could not be performed due to the broken needle. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The complaint evaluation found the returned sample to have a broken needle, therefore the condition of the tip and the functionality of the probe needle could not be tested in order to make a conclusion in regards to the reported complaint. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A conclusion in regards to he reported complaint was unable to be determined due to the damaged condition of the probe and an exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe pulled the trocar out of the sclera. The tip of the probe was loose and caught the trocar on the way out. At this point customer noticed the probe tip on the was gone. He confirmed it was not in the patient's eye. They replaced probe and completed the case.